Event description:
On 2/8/94, the adapter end of feeding tube separated, lodging in g tube. It could not be removed and the broken part was passed through gi tract into diaper. (Also see mw1001227 and mw1001229.)